Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided. A promus element 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found damage. The mid-section strut was lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-oct-2019. It was reported that difficulty advancing occurred. The long target lesion was located in the tortuous left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.5x12mm non-bsc balloon catheter but the 3.00x38mm promus element long drug-eluting stent was unable to track. The lesion was pre-dilated again with the same balloon catheter and a different stent was deployed. After post-dilation the result was good with a better clinical outcome. However, returned device analysis revealed stent damage.